Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, he was hospitalized due to diabetic ketoacidosis. Customer stated, he usually gives himself a bolus dose before going to bed if hid high. Hi was at 280 mg/dl and woke up at 1 am and was 550 mg/dl. He treated with manual injection. Customer experienced vomiting. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, and basal rates are set up correctly and he does not use the bolus wizard. Insulin pump passed the high pressure test. Customer stated he had a no delivery alarm the day prior to the hospitalization. The cannula is not bent or occluded. Customer stated that when he got home from the ER, the insulin pump was not delivering insulin again. Customer did not have a back up plan and he borrowed a friend's insulin pump. Nothing further reported.